Manufacturer narrative:
Given the impella-related event with insufficient details and demise outcome, there is not enough evidence to exclude the impella cp device used as an associated factor in the overall outcome. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs), and during the approximately 14-hour mcs, the patient experienced bleeding issues at the puncture side. Hemostasis was achieved with fem stop and the leg was noted well perfused. It is unknown if blood products were administered and/or if anticoagulation was suspended. Further details around the bleeding event were unnoted. However, some time thereafter the bleeding event (same day), the patient was indicated to have expired while on support. No details surrounding the demise outcome were provided.